Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. A versacross fixed sheath and pigtail radiofrequency (rf) wire was selected for use. Venous access was obtained and the versacross system was inserted. Transseptal puncture (tsp) was attempted under intracardiac echocardiogram (ice) imaging guidance, using radiofrequency at constant energy for 2 seconds, which failed during the first attempt. The second attempt to cross the septum also failed. However, the third attempt to cross the septum was successful. A percutaneous balloon atrial septoplasty was performed, and the ice catheter was advanced into the left atrium (la). The double curve watchman fxd access sheath (was) was advanced into the la. A pigtail catheter was inserted into the la and an angiogram of the laa was performed. A 27mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed. Low blood pressure was immediately noted, and ice confirmed there was a pe in the left ventricle which continued to grow around the right ventricle. The watchman flx pro closure device was implanted after meeting release criteria. The physician performed a pericardiocentesis, that removed 250cc of bright red blood. The anesthesiologist managed the hypotension with medication. An echocardiogram was performed after the pericardiocentesis which noted the pe was significantly reduced. The pericardiocentesis catheter was left in place and the patient was transferred to the intensive care unit (ICU). The patient was discharged home three (3) days after the index procedure. It was further reported that the patient also experienced cardiac tamponade during the pe event.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. A versacross fixed sheath and pigtail radiofrequency (rf) wire was selected for use. Venous access was obtained and the versacross system was inserted. Transseptal puncture (tsp) was attempted under intracardiac echocardiogram (ice) imaging guidance, using radiofrequency at constant energy for 2 seconds, which failed during the first attempt. The second attempt to cross the septum also failed. However, the third attempt to cross the septum was successful. A percutaneous balloon atrial septoplasty was performed, and the ice catheter was advanced into the left atrium (la). The double curve watchman fxd access sheath (was) was advanced into the la. A pigtail catheter was inserted into the la and an angiogram of the laa was performed. A 27mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed. Low blood pressure was immediately noted, and ice confirmed there was a pe in the left ventricle which continued to grow around the right ventricle. The watchman flx pro closure device was implanted after meeting release criteria. The physician performed a pericardiocentesis, that removed 250cc of bright red blood. The anesthesiologist managed the hypotension with medication. An echocardiogram was performed after the pericardiocentesis which noted the pe was significantly reduced. The pericardiocentesis catheter was left in place and the patient was transferred to the intensive care unit (ICU). The patient was discharged home three (3) days after the index procedure.